Event description:
It was reported that the customer experienced intermittent occlusion alarms which led to the customers blood glucose to rise to levels between 510 mg/dl and 600 mg/dl. Elevated blood glucose was addressed with a manual dose injection. The customer addressed the occlusion alarms by changing the infusion set and cartridge and resumed insulin therapy.